Event description:
It was reported that during a shoulder arthroscopy the implant fractured when inserted. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon evaluation, it was noted that the tip of the shafts is broken off. No broken pieces were returned for investigation. The most likely cause of this condition is the excessive force used to pry and/or leverage the device. Functional testing was not performed due to the damage to the device.